Event description:
Informed by the charge nurse in micu on (B)(6) 2014 that two nurses had trouble with the alaris infusion set. The package wrapper was not kept by the nurses. Nurse #1 - the alaris infusion set was leaking from the vent cap and the alaris infusion set vent cap also fell off. Nurse #1 changed tubing and did not have difficulty with the second set. I have this alaris infusion set tubing. Nurse #2 - two alaris infusion sets leaked from the vent cap, however, the vent cap did not fall off either set. The second alaris infusion set stopped leaking and the nurse continued to use the tubing for medication. Diagnosis or reason for use: infuse medication via IV. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.